Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to cystocele, rectocele, and uterine prolapse. The patient experienced pain, erosion and urinary problems. It was reported that the patient underwent mesh removal on (B)(6) 2008 due to mesh exposure. It was reported that the patient underwent mesh excision on (B)(6) 2009 and (B)(6) 2009 for mesh exposure. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria